Event description:
It was reported that during procedure, t1 was deployed successfully, but t2 could not be deployed. T1 was removed from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that during procedure, t1 was deployed successfully, but t2 could not be deployed. T1 was removed from the patient." T1, t2 and suture were not returned. The device is in good condition and shows no obvious damage. There is no apparent twisting or bending of the delivery needle that would hinder deployment or successful anchoring. The delivery needle curve appears undisturbed. This device does not indicate cause for malfunction. No mechanical problem was noted. It cycles and actuates as intended. Several factors influencing successful anchoring include device ability, implant location and tissue condition. It is undetermined which factors contributed to stated complaint.